Event description:
During a follow-up conversation with the home pt's primary nurse regarding a system error 2240 that occurred in 2004, the nurse stated that the home pt had been previously diagnosed with peritonitis. Reportedly, 9 days ago, the home pt presented to the clinic with abdominal pain and nausea. Effluent cultures were taken at that time and the pt was diagnosed with peritonitis. The pt was treated with levaquin 250mg, orally, once daily for 7 days. The home pt's nurse reported no known origin for the diagnosed peritonitis. Based on the abscence of symptoms the home pt's nurse concluded that the pt has fully recovered from the infection.